Manufacturer narrative:
The device (except for the piece that separated in the anatomy) was returned for investigation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the transseptal to left atrium. The hi-torque (ht) balance middleweight (bmw) elite guidewire had no resistance during advancement and after the case, it was noticed on x-ray that a piece of the guidewire was still inside the heart. There was resistance when trying to pull part of the guidewire back into the transseptal needle, however, no force was applied. The sheath was advanced over the entire system into the left atrium and withdrew the dilator needle and guidewire as a unit. Fluoroscopy was not used and did not visualize anything on intracardiac echocardiography (ice). It was probably all in the sheath and when the circular mapping catheter was removed it came out with it but obviously could have accidentally been pushed into the left atrium during mapping. The separated guidewire was removed successfully using a snare device. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that when trying to pull part of the guidewire back into the transseptal needle interaction of devices resulted in the reported difficult to remove. Interaction/manipulation of the device ultimately resulted in the reported tip/noted core separation. The noted multiple bends on the core likely occurred due to handling or during packing for return analysis. The noted scraping sporadically throughout the entire length of the teflon coating likely occurred due to interaction with the torque device being tight against the guidewire. The treatment appears to be related to the operational context of the procedure as the separated guidewire was removed successfully using a snare device. There is no indication of a product quality issue with respect to manufacture, design or labeling.